Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The lesion was located in the circumflex artery (cx) and described as highly calcified. A "great" calcification was reported proximally to a previously implanted non bsc stent. When trying to cross the stent with a promus element plus 2.25x16mm delivery system, resistance was reported and the shaft kinked. Once outside the patient, the shaft broke in two parts where the kink was located. The procedure was completed with a 2.25 x 16mm synergy stent. No patient complication has been reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).